Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not opened and frayed. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was confirmed, as the braid's distal end was not opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which eliminates these as potential causes. It is possible that damage to the braid contributed to the issue of failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. There was no friction or difficulty during delivery or positioning, and no resistance was encountered in any section of the catheter. The catheter was flushed according to the IFU during the procedure. It was clarified that postoperative angiography showed the stent was well apposed to the vessel wall, and blood flow in the vessel supplying the tumor and its branches remained unobstructed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the cavernous segment of the right internal carotid artery at the c4 segment with a max diameter of 12 mm and a 5 mm neck diameter. The landing zone was 4.2 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was moderate. Angiographic result post procedure showed that the tumor- bearing vessels and their branches are patent, with a small amount of contrast agent retention in the aneurysm. It was reported that after thorough hydration of the pipeline stent, it was delivered to the target anchoring point via the marksman microcatheter. After deploying approximately 12 mm of the distal stent, the distal end still failed to open properly. Continued deployment and systematic expansion were performed, resulting in the middle portion of the stent opening, but the distal end remained tapered and failed to open. The stent was retrieved and redeployed, but the distal end still did not open. After two additional retrievals and redeployments, the distal end still could not be opened. The stent and microcatheter were withdrawn from the body and pushed out of the distal end of the stent. When examined them outside the body, revealing that the distal end of the stent still remained tapered and could not be opened. After switching to another pipeline, the distal end of the stent opened and deployed smoothly and the procedure was completed. Therefore, the surgeon considered this a quality issue with the original pipeline stent and requested a return. The pipeline was not positioned in a bend, more than 50% of the pipeline had been deployed when it failed to open. It was resheathed less than 2 times. There were no additional steps required. The pipeline was resheathed and removed along with the micro catheter from the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a guide catheter: navien, model: rfx072-115-08mp, lot number: b764691, microcatheter: marksman, model: fa-55150-1030, lot number: 229274872, and a pipeline ped-500-16.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.